Event description:
It was reported by service report that there was a tilt range error. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: wire harness and extension.